Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the device and found that the reported phenomenon could not duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following. - since it was confirmed that the adhesive had melted and squeezed out, it was possible that the subject device was accidentally put into an autoclave, etc., and the adhesive of the subject device had melted due to the unexpected high temperature / pressure. Then, the watertightness is lost and water has entered the subject device, so that the ccd unit may have failed.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for cystoscopy, when the user connected the subject device to otv-s7v, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.